Event description:
The customer reported the system intermittently would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded and the hard drive was reformatted. The ac power plug was replaced. The system was then found to be operating as intended.